Event description:
It was reported that the lead was attempted to implant but not used because it had dislodged after placement. The lead was too short for the patient's anatomy. A longer lead was used to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.